Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and lead return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead loss of capture (loc) was confirmed with threshold testing and x-rays, prior to lead revision. No additional adverse patient effects were reported. This rv lead is expected to be returned by the hospital.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead loss of capture (loc) was confirmed with threshold testing and x-rays, prior to lead revision. No additional adverse patient effects were reported. This rv lead is expected to be returned by the hospital.